Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the outcome resolved without sequelae on (B)(6) 2015. The event date was updated to 2015-oct-01.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the discharge of the neurostimulator was not identified.

Event description:
Additional information received updated the event date was updated to (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# 0209582375, implanted: (B)(6) 2015, product type: lead. Product ID 3389-28, lot# 0209582376, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported via a manufacturing representative during normal use on (B)(6) 2015 the neurostimulator was discharged. No diagnostics were performed. Actions taken included an epileptologist visit and recharge of overdischarge device on (B)(6) 2015. The issue was resolved. No surgical intervention was required. This was system and procedure related.